Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusions set infusion set tube detached event on (B)(6) 2024. Sleeping led up this event. The blood glucose level was 15.8 mmol/l. Therefore, patient was treated with insulin pens. No further information available.

Manufacturer narrative:
(B)(6).